Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has gone to the doctor and had broken her ankle. Customer stated that it was not due to diabetes related issues or high or low blood glucose issues. Customer stated that her legs just got weak and gave out. Customer fell and broke her ankle. Customer stated that the doctor told her that she should not get up or put any weight on her ankle. Customer stated that the insulin pump was not damaged but she got an unexpected restart alarm today. Customer was advised that she needs to get a new battery in the pump to troubleshoot. Customer stated that someone should be coming over later today and she will call back. Customer is using her back-up pump and it is working fine. In a previous call, the customer stated that she put a used battery in the insulin pump. Customer's blood glucose was 233 mg/dl. Customer received an unexpected restart alarm and was advised to call back to complete troubleshooting with a new battery.